Event description:
Explanting physician reported, right side device rupture. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Continued e1 postal code: (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported right side device rupture. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported right side device rupture. The device has been explanted and replaced with a new implant.